Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy pacemaker (crt-p) along with left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2500 ohms. The patient also had diaphragmatic stimulation and increased lv pace thresholds. The field representative stated that the patient complained of lightheadedness and was a pacer dependent. Additional information obtained from the field representative indicated that the cause of the high pli was not determined as the patient had not undergone x-ray nor fluoroscopy. The patient was scheduled for lv lead revision procedure in the future. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the left ventricular (lv) lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the lv lead also exhibited loss of capture (loc) and a lead fracture was suspected, however, could not be confirmed through fluoroscopic imaging.